Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the corrosion of electrical contacts and flooding of the main body was newly confirmed during the equipment inspection by the repair department. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion of electrical contacts and flooding of the main body. There was no patient involvement.